Event description:
It was reported that after an initial shoulder prosthesis surgery on (B)(6) 2020 the patient realized, in (B)(6) 2021, slight cracking noises in the left shoulder. During an examination in (B)(6) 2021 the orthopedist of the patient identified changes on the x-rays. It was reported that a change of the plastic pan was identified. After two additional examinations by the orthopedist it appears that the wear of the plastic pan also leads to a loosening of the pan. No further information were provided.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to a patient-specific event.